Event description:
The customer reported that insulin pump has physical damage. There was insulin squirting out the top. It was also stated that the bottom part was coming off of the insulin pump. The blood glucose reading was 11.5 mmol/l. There were no significant events prior to the physical damage. The customer was advised to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.